Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the electronic complaint database revealed no other similar incidents reported for kinks, difficult to position, or shaft separations from this lot. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that the procedure was to treat a lesion located in the mildly tortuous, mildly calcified left anterior descending artery. The 3.0x23 mm xience xpedition stent delivery system (sds) met resistance inside the guiding catheter which resulted in the proximal shaft of the sds becoming kinked and separating in two pieces. An attempt was made to cross with a 3.0x18 mm xience xpedition sds which did not cross the lesion. A 3.0x23 mm xience xpedition was able to cross successfully. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.